Event description:
Anitescu, m., neves dasilva, a., frim, d. M. Intrapleural migration of a spinal catheter in a patient with arachnoiditis and extensive epidural scarring after tethered cord release: a case report and review of literature. Neuromodulation journal. 2012 (15) 200-203. The objective of this study was to report a case of new onset refractory pain from intrapleural migration of a spinal catheter five months after the implantation of an intrathecal drug delivery system (idds). A (B)(6) man had intractable pain because of multiple intradural spinal explorations for tethered cord release. His pain was effectively treated with intrathecal morphine via an idds. Five months after the implantation, the patient developed return of the original pain more than two weeks after intrapleural migration of the intrathecal catheter. The migration was documented by computed tomography, and repositioning of the catheter rendered the patient comfortable. The gradual onset of pain may have been due to decreasing delivery of drug to the cerebrospinal fluid as the catheter tip migrated further away from the dura. To our knowledge, this complication has not been reported in the literature. Physicians and nursing staff that place and manage an idds should be aware of this complication. Reported event: five months after implantation, the patient sought medical attention for worsening of back and leg pain over a period of two weeks after a three hour airplane trip. Interrogation of the pump showed no abnormalities. CT scans of the abdomen and chest showed migration of the catheter to the left intrapleural space. The idds was stopped and oral medications were started. The patient underwent surgical repositioning of the system with intrathecal tip placement at t7 after dural entry at t10. Pain resolved with continuous 4mg of intrathecal morphine and 40mcg of intrathecal clonidine per day. For one week following implantation, the patient was treated with 8-16mg of hydromorphone daily for surgical pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: explanted:' product typ catheter. (B)(4).